Event description:
A customer reported having connection issues with the minicap transfer set. According to the report, the device failed to lock tightly with the titanium adaptor. The issue was resolved after the transfer set was replaced. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13g11056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The dimensional inspection of the returned transfer set sample found the diameter of the catheter connector/patient connector to be within specifications. Torque testing was performed on sleeve engagement with no issues noted. The connection issue could not be verified through the sample evaluation and the device was found to meet product specifications related to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.